Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back syndrome. It was reported that the patient was trying to turn stimulation on but could not. The reposition antenna screen was on the implantable neurostimulator recharger (insr) and the poor communication screen was on the patient programmer. The insr was not able to communicate with the implantable neurostimulator (ins). The patient had last felt stimulation 10-15 days ago. The last charge session was reported to be last friday; however, during the call it was determined that the patient was seeing the insr battery charge level and not the ins charge level. The event date was asked but unknown. The patient stated that they had little falls on a regular basis and got injections every 3 months. The patient stated that they were not seeing the same health care professional (hcp). Hcp listings were sent.

Manufacturer narrative:
The patient's device was found to be in an overdischarge state. The device was able to be successfully recovered.

Event description:
Additional information was received from the manufacturing representative indicating that the patient's ins was in overdischarge. It was noted that the patient's battery would deplete and the patient would charge for a short period of time, but have to stop before it reached greater than 25%. The ins was unable to be read with 3 different external devices. A physician mode reset (pmr) was done, and the power on reset (por) was cleared; a normal recharging session was started. The patient was advised to attempt to charge to 100% full every time they recharged their device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.